Event description:
It was reported that during the implant procedure the left heart delivery system catheters caused a perforation of the right atrium and a small pericardial effusion. The procedure was aborted and the catheters were not used. The patient was admitted to intensive care for observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The 6250eh model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the catheter was returned, analyzed, and no anomalies were found. It was noted that the catheter shaft was kinked and flattened at 46cm from the hub. Blood was visible on the shaft. The catheter appeared to be damaged at implant. (B)(4): the guide catheter was returned, analyzed, and no anomalies were found. It was noted that the catheter was kinked at 28cm from the hub. The catheter appeared to be damaged at implant.